Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported a leak at the lipids connection site while connected to a patient. The connection was dried and tightened; no further issues were reported. There was no report of patient harm.

Manufacturer narrative:
The customer's report of a leak at the connection was confirmed. Visual inspection of the received samples showed no obvious damages or issues. Functional testing was performed and no anomalies were observed. Pressure testing resulted in leaking from the engagement between the non-bd set's distal male luer end and the attached maxzero valve. Further inspection of the valve under magnification showed apparent grooves/divots along its inner diameter. The root cause could not be identified.